Manufacturer narrative:
Complaint conclusion: as reported, a 6/7f mynxgrip vascular closure device failed to achieve complete hemostasis. There was no patient injury reported. Multiple attempts to gather additional information have been made and have been unsuccessful. The device was not returned for analysis. A device history record (DHR) review of lot f1811701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis¿ could not confirmed as the device was not returned for analysis. The cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the failure to achieve hemostasis reported. However, it may be patient factors or handling factors of the device. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ additionally, the IFU also states ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ neither the DHR review nor the information available suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, a mynxgrip vascular closure device failed to achieve complete hemostasis. There was no patient injury reported. The device was clinically used and will be returned for analysis.

Manufacturer narrative:
Updated complaint conclusion due to receipt of product analysis on 22-feb-2019: as reported, a 6/7f mynxgrip vascular closure device (vcd) failed to achieve complete hemostasis. There was no patient injury reported. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle with the stopcock open. The syringe was returned separated from the device. No introducer sheath was returned with the device. The sealant was observed partially exposed. The advancer tube remained inside the outer cartridge tubing. It was noted that the sealant sleeve was still in the manufactured position, which indicated that the device had not been inserted in an existing procedure sheath yet. The condition of the returned device does not match the description of the reported complaint. Leak testing was performed on the balloon of the returned device and no leak was found in the balloon. Shuttle down procedure was also simulated and the advancer tube was found properly engaged to proximal tamp lock as intended per the mynx instructions for use (IFU). A product history record (phr) review of lot f1811701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to achieve hemostasis¿ was not confirmed through analysis of the returned device since the sealant sleeve location showed that there was no attempt to deploy in the patient. The condition of the returned device does not match the description of the incident, and the root cause of the issue experienced by the customer could not be conclusively determined. Based on the limited information available for review and the product analysis, handling factors before attempting deployment (sealant sleeve was still in manufactured position) may have contributed to the sealant not being deployed in the patient, and the failure to achieve hemostasis reported. It is possible the sealant became partially exposed during prep/before attempting deployment; however this event was not reported by the customer; therefore, it is unknown if this occurred during shipping for analysis. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ additionally, the IFU also states ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.